Manufacturer narrative:
Additional information: reporter stated the device was being used to infuse propofol using a 60ml mckesson syringe. The reporter stated the pump alarmed during the procudure and the staff found the syringe empty earlier than expected (intended infusion rate and infusion time has not been provided). The reporter stated the patient recovered with no additional medical treatment required. Device evaluation: no product was returned for evaluation. The device's event history log was provided by reporter. The review of the event history log determined that on may 24 the user programmed the device with a 60 ml syringe with a medication concentration of 10 mg/ml and a dose rate of 1 mg/kg/min with patient weight of 100 kg. The calculated dose rate was 10 ml/minute and the pump infused this rate as per programming. It is likely the reporter entered and then verified incorrect dose parameters when programming the pump.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. No error which related to the customer's reported problem was found in the event history log. Visual inspection showed the top case was cracked by the tube holder and right plunger case. Functional testing involved size, position and force calibration verification, syringe accuracy testing and occlusion testing. The investigation found that the pump passed all specifications and passed the syringe accuracy test and occlusion test. It was found that the pump was operating as designed/intended. Based on the investigation, the complaint allegation was not confirmed. It is likely the reported issue was a result of incorrect programming of the pump.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump over infused anesthesia during a colonoscopy procedure. Possible, but unspecified, adverse effect was reported.